Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was located in the proximal left anterior descending artery (lad) and was treated with three passes of the oad on low speed. Following the third pass, the patient presented with chest pain. The oad was removed, imaging was performed and a perforation was noted. Cardiopulmonary resuscitation was performed and a stent was placed to resolve the perforation.